Manufacturer narrative:
Update: 14th february 2020. (B)(4) initiated to investigate this issue. Investigation is in progress.

Event description:
Rechargeable battery in freefit sn:(B)(4) has melted in the battery compartment. This event occurred when the battery was charging.

Event description:
Wires exposed at the bottom of the probe tip.

Manufacturer narrative:
Update (B)(6)2020. Date of event confirmed as (B)(6)2019 and report has been updated to reflect this. No product has been returned to date for evaluation. A request has been forwarded to technical services in an effort to determine if product is still expected to return. In the event that product is returned an investigation will be completed.

Event description:
Wires exposed at the bottom of the probe tip.

Manufacturer narrative:
Update (B)(6)2020 investigation results & findings the device was received for evaluation the strain relief is detached from the probe assembly. The cable braiding is exposed. No risk of injury. Cable wee recycled. Product examination and testing was performed by natus factory service. The reported issue was confirmed the repaired device shipped (B)(6)2020. CAPA & complaint trending review there are no CAPA's related to this issue. Complaints reviewed routinely per quality system requirements and trends are assessed and documented as part of these reviews. Risk management file review (product and event) doc. 7-38-02703 was reviewed and identified hazard i.d 3.10 & 4.10 internal device component(s) (cables, connectors, components) damaged by rough handling by the user ~ design fails to include secure mounting of internal components (cables, connectors, components) a risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Document number 60-54-0123 23/07/2014 reviewed and product passed all tests according to the contracted manufacturer. A search for service data that may be relevant to this issue has been conducted. No further information related to this issue found.

Event description:
Trex hd headbox - felt a strange feeling (burning) on their scalp.

Manufacturer narrative:
Update(B)(6)2020 (natus complaint ref. # (B)(4) ) investigation results and findings risk review: hazard identified in risk file doc-010378 rev.30 under hazard 9.9 "electrode causes burns to patient". Residual risk associated with this hazard deemed acceptable. Risk-benefit rationale - the hazards identified have been evaluated and found to be in compliance with a known standard. As noted in qms-000018, hazards that have been evaluated and found to be in compliance with known standards can be presumed to be consistent with an acceptable level of risk, yielding an acceptable risk / benefit to the patient or user. Risk outweighed by benefit of use of device. DHR review details a DHR review is not applicable because, prior to the reported issue the device was in service for 2 or more years and a manufacturing defect is unlikely. Update from the associated engineering group on the (B)(6)2020 indicated that the trexhd user manual does not contain contra-indications for patient carrying a cardiac defibrillator, indicating that there is no risk for the patient. Considering the fact that the recorder is battery powered during the ambulatory study and voltages in the device are low, it is extremely unlikely to interact with the defibrillator in case of an electrical hazard in the device. Typically it can lead to some degree of skin burn. The complaint as reported could not be verified. This issue will be continued to be monitored for future occurrence.